Event description:
Noise reversions and aborted charges were reported. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.